Event description:
It was reported that the patient complained of elevated blood pressure while at high altitudes, and of being 'always tired.' The patient visited the emergency room for the elevated blood pressue, and the patient's medications were increased as a result. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.